Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (small hexagonal screwdriver with holding sleeve, part number 314.02, lot number 2179). This complaint is confirmed. The handle of the instrument was received in 4 pieces at cq. The distal portion still remains attached to the instrument shaft, but 3 other large handle sections are broke off and also returned. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. Most likely due to cumulative wear / repeated sterilization cycles rendering the phenolic handle to deteriorate over the 18+ year service life. No new malfunctions were identified as a result of the investigation. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed at cq for the returned device as part of this investigation. No product design issues or discrepancies were observed. A material or material properties check were not performed at cq as there is no indication that the material or hardness would have contributed to this complaint for this 18+ year old reusable instrument handle breaking. The complaint is most likely due to cumulative wear / repeated sterilization cycles rendering the phenolic handle to deteriorate over the 18+ year service life. A dimensional inspection could not be performed for the handle due to the post manufacturing damage (received broke in 4 pieces). Small hex screwdriver with holding sleeve assembly drawing and handle component drawing was reviewed during this investigation. No product design issues or discrepancies were observed. Most likely due to cumulative wear / repeated sterilization cycles rendering the phenolic handle to deteriorate over the 18+ year service life. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service and repair evaluation was performed: the customer reported the handle broke. The repair technician reported the handle was cracked and broken into many pieces, and some of the pieces were missing. Handle cracked/broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 08dec2017, update: the service and repair department documented that the customer reported the small hexagonal screwdriver with holding sleeve handle broke during a tibial-plateau-leveling osteotomy (tplo) procedure on (B)(6) 2017. The malfunction occurred while the surgeon was final tightening an unknown screw. There was no report of patient harm and the surgery was successfully completed. Concomitant devices reported: unknown screw (part #: unknown, lot #: unknown, qty. 1).

Manufacturer narrative:
Device used for treatment, not diagnosis. Device used in a veterinary case - no patient information will be reported. Device is an instrument and is not implanted/explanted. The device history record review and the investigation could not be completed; DHR not available for part# 314.02 lot# 2179 as device is older than 18 years. At this time the manufacturing documents for instruments had to be stored for 10 years. This was according to se_075477 (filing and archiving of specification documents) version ai, which was in place till august 2014. Last documented lot in erp system is lot 2184 form march 1999. A service and repair evaluation/review was attempted; no service history review can be performed as part number 314.02 with lot number(s) 3919847/2179 is a lot/batch controlled item. The service history review is unconfirmed. Please launch a device history record (DHR) review. Subject device has been received and a service and repair evaluation were performed: the customer reported the handle broke. The repair technician reported the handle was cracked and broken into many pieces, and some of the pieces were missing. Handle cracked/broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented that the customer reported the small hexagonal screwdriver with holding sleeve handle broke during a procedure on (B)(6) 2017. There was no report of patient harm and the surgery was successfully completed. There is 1 device in this complaint. Concomitant devices reported: this report is 1 of 1 for (B)(4).